Event description:
It was reported that when using the bd pyxis¿ medbank tower all in one was not turning on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not powering on. The field service engineer (fse) found that the medbank all in one board would not power on. A replacement power supply was tested with no change observed. It was confirmed that all in one board was receiving power; however, the display remained nonfunctional with a black screen. The all in one unit was replaced, and the hard drive from the failed unit was transferred to the new all in one unit. The system time and time zone were configured. Drawer functionality and server communications were verified. Diagnostic and application testing were performed successfully, and the station was confirmed to be operating properly. The system functioned as intended after field service engineer repaired the device.